Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had black particulate matter in an unspecified location in the housing. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 5 of 8.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 10, 2013 ¿ march 11, 2013. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.